Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number (B)(6).

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) device cannot be charged. There were no patient involvement reported.

Manufacturer narrative:
Additional information: the e1 (event site telephone number) is missed in initial emdr. The e1 (event site telephone number) is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a